Manufacturer narrative:
(B)(4). Manufacture date: 11/17/2015-11/23/2015. A companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the reported issue of inadequate iodine. The direct cause of the issue was determined to be a manufacturing issue. Specifically, there was insufficient iodine being dispensed into the minicap during the assembly operation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap was white and devoid of iodine upon opening the packaging. The product was not used by the patient. There was no patient injury or medical intervention reported. No additional information is available.